Manufacturer narrative:
Device evaluation: results: both the pusher assembly and the coil were returned. The coil proximal constraint ball is still in the detach mechanism of the distal detachment tip (ddt) , the pull wire is in place in the ddt and the proximal pet lock is intact. These observations are consistent with an undetached coil. However, the coil is not attached to the pusher assembly. Approximately 1 mm of the sr wire is protruding from the proximal constraint ball. The coil shows multiple offsets along its length, exposing the interior structure of the coil. Conclusion: the unintentional release of the coil is confirmed. The cause of the release was a break in the sr wire close to the proximal end of the coil. Because the coil had been re-sheathed and reintroduced, it is probable that this manipulation caused the coil offsets, which in turn may have caused resistance when placing the coil. This resistance may have caused force which exceeded the tensile strength of the sr wire resulting in the break and subsequent unintentional coil release. The manufacturing records for this device have been reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
During a coiling case for a renal artery aneurysm, the physician had re-sheathed the penumbra coil 400 as he needed to re-access the aneurysm with the microcatheter. He then put the coil back through the microcatheter, and as 1 cm of the coil was in the aneurysm and he was advancing it, the coil detached. He was safely able to remove the coil and finish the case with another one. There was no patient injury.